Manufacturer narrative:
A field service engineer (fse) was dispatched and inspected the hydro system and found that the leak was coming from one of the wash solution rocker valves. The fse cleaned the area underneath the rocker valves and replaced the valve to fix the leak. The hydro was primed, by the fse, to test repair and controls were run to ensure normal operation.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that an unknown fluid was leaking from the hydropneumatic (hydro) area onto the floor. The customer was unable to locate the source of the leak. No injury or operator exposure was reported for this event.